Event description:
It was reported that a patient under an anterior prolapsed vaginal repair on an unknown date and mesh was implanted. The patient experienced a vaginal exposure but was asymptomatic. In (B)(6) of 2005 she experienced pain and had the mesh trimmed. In (B)(6) of 2005 she required excision of a piece of the mesh under general anesthesia. (B)(6) of 2011 she experienced dyspareunia and vaginal pain. Further vaginal erosion noted and was excised.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.